Event description:
On (b)(5) 2015, it was reported that the patient list was displayed with a lot of patient. However, when trying to open it, a patient file was displayed empty. Then an error message was displayed stating the following "impossible to read the file". Investigations are required in order to recover the patient files.

Event description:
On (B)(6) 2015, it was reported that the patient list was displayed with a lot of patient. However, when trying to open it, a patient file was displayed empty. Then an error message was displayed stating the following "impossible to read the file". Investigations are required in order to recover the patient files.